Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, cs100 intra-aortic balloon pump (iabp) had pressure cable damaged. There was no patient involvement.

Manufacturer narrative:
Updated field: b4,d9,e1(tel phone), g3, g6, h2, h3,h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed that the pressure cable was damaged. A backup cable was used to continue therapy. At the time of reporting, the fse had prepared a quotation for replacement of the pressure cable, and no repair had yet been completed. As of no response or po approval has been received from the customer. Due to the lack of customer authorization, the complaint will be investigated with all provided information. Should the customer provide po approval at a later date, the complaint will be re opened and further evaluated as appropriate.

Event description:
N/a.